Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/01/2016. (B)(4).

Event description:
(B)(6) received an e-mail from the ethicon risk manager team stating the following: it was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2003 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.